Event description:
It was reported that shaft break occurred. The target lesion was located in fistula in the arm. A 2.50mm x 20mm nc emerge balloon catheter was advanced for dilation. However, when the balloon was removed from the patient, it was noted that the shaft broke off the monorail balloon portion of the catheter. The physician was able to snare the balloon and the procedure was completed. No patient complications were reported and the patient's status was fine.